Event description:
The customer took two blood glucose readings with each of her contour meters. One meter gave a reading of 32 mg/dl and the other a reading of 138 mg/dl. The difference between the two readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.